Manufacturer narrative:
Final device analysis revealed that the 71.0 cm proximal piece and the 8575 pump connector had no anomaly found - acceptable catheter testing

Event description:
The hcp reported a "confirmed catheter break, but there was still some connection as the patient was receiving occasional doses of morphine". The patient experienced a severe return of pain and had occasionally suffered withdrawal symptoms. The hcp explanted and replaced the patient's pump and catheter. The hcp found "a piece of catheter" during the explant surgery and it was apparently removed. The hcp reported the patient recovered without sequela. The drug contained in the patient's pump was morphine (unknown concentration/dose).